Manufacturer narrative:
H10: of the reported three malfunctions, lot number were provided all three malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all three malfunctions. Therefore, for two malfunctions the investigation is confirmed for the reported malposition of device, patient device interaction problem and migration. For the remaining one malfunction the investigation is confirmed for the reported patient device interaction problem and migration, and it is inconclusive for malposition of device. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of device, migration and patient-device incompatibility. This information was received from various sources. This malfunction involved all three patients with no consequences. The three patients ranged from 48 to 64 years of age and one patient weight was 172 lbs. Of the three reported patients, one was male and two were female. All other details of the patients were not provided.

Manufacturer narrative:
For all three devices, lot numbers were provided and lot history reviews were performed. All the three devices were not returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions. For two malfunctions, the investigations are confirmed for perforation of the inferior vena cava, filter tilt and filter migration. For one malfunction, the company is still investigating the issue at this time. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of device, migration and patient-device incompatibility. This information was received from various sources. This malfunction involved all three patients with no consequences. The three patients ranged from 48 to 64 years of age and one patient weight was (B)(6) lbs. Of the three reported patients, one was male and two were female. All other details of the patients were not provided.